Event description:
The facility's director of clinical engineering department reported an incident of an overinfusion. The pump was infusing a 200ml bag of heparin , concentration of 25,000 unit in 200ml. The pump was programmed at a rate of 15ml/hr and reportedly , the entire bag of heparin was found empty within 3-4 hours. The pump was reported to be programmed correctly and verified by three nurses. The patient experienced 'adverse reaction', however, no specific information was available. Though requested by baxter, no additional informatin was provided regarding the "adverse reaction" patient injury, medical intervention, patient's demographics, diagnosis and medical history, patient's status and laboratory values prior and after the event, IV tubing used, and set up of the infusion device.